Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed using tandem charging cable and wall adapter, and was advised to call back if issue continues.